Event description:
Patient presented for consult with a prior ¿back injury and subsequently underwent a posterior' lumbar interbody fusion at l4-l5 and l5-s1 for discogenic pain with posterior instrumentation and decompression. The patient initially did quite well and unfortunately one of the interbody tangent bony cages at l4-l5 apparently did not fuse and was extruded and subsided somewhat into the superior endplate of l5 and projected itself posteriorly. There is a halo noted around the graft on the CT scan.¿ on (B)(6) 2008 patient presented for surgery with pre-op diagnosis of 1) status post l4-l5 and l5-s1 posterior lumbar interbody fusion with nonfusion at l4-l5 with posterior displacement interbody fusion graft, 2) degenerative disc disease (ddd) status post anterior lumbar spine fusion. Patient underwent surgery for failed fusion. Surgery consisted of: removal of interbody hardware at l5-s1. Anterior lumbar discectomy at l4-l5 with preparation of inferior endplate of l4 and superior endplate of ls for interbody fusion. Interbody fusion at l4-l5 utilizing structural femoral ring allograft and bone morphogenic protein. Removal of interbody tangent bony cage. During surgical procedure it was noted that the ¿interbody tangent bony cages at l4-l5 apparently did not fuse and was extruded and subsided somewhat into the superior endplate of l5 and projected itself posteriorly. There is a halo noted around the graft on the CT scan. Bone morphogenic protein was then placed inside the ring at l4-l5 and this was then hammered into the l4-l5 disc space for interbody structural allograft at l4-l5. An anterior lumbar plate along with a buttress screw was in place into the l4 vertebral body for anterior instrumentation at l4-l5. The patient tolerated the procedure well was taken to the recovery in stable condition.¿ the patient was stable initially postoperatively. Patient has obstructive sleep apnea. Patient experienced postoperative hypertension, likely secondary to suboptimal pain control initially postoperatively, and postoperative tachycardia, likely secondary to ineffective intravascular volume immediately postoperatively.¿ on (B)(6) 2008 post op day one, patient complained of severe abdominal pain, with mild low back pain, no leg pain. On (B)(6) 2008 post of day three, patient experienced mild generalized weakness. Patient making slow progress towards discharge goals. On (B)(6) 2008 patient was doing well. Ready to go home. Patient complained of incisional pain and low back pain (lbp) which was improved since surgery. Denies any leg pain, weakness. Ambulating with brace.¿ on (B)(6) 2008 patient seen for follow up. Patient complained of low back pain which radiates down to right leg. X-rays interpreted as ¿pedicle screws and interconnecting rods are visualized on both the sides, with the pedicle screws at the levels of l4, l5 and s1, post laminectomy changes are seen at the levels of l4 and l5. Bone plugs are also visualized at the levels of l4-l5 and l5-s1. The bone plug at the level of l4-l5 is slightly anteriorly positioned or aligned in reference to the vertebral body of l4, but aligned with the vertebral body of l5. A buttress screw is also noted in the vertebral body of l4. A slight scoliosis of the mid to lower lumbar spine with a convexity to the right side is seen. Surgical clips are noted prespinally and paraspinally on the left side at the level of l5 and s1.¿ on (B)(6) 2008 patient seen for follow up. Patient complained of ¿severe low back pain, radiating down both legs, especially the right leg, accompanied by numbness.¿ patient underwent lumbar myelography and CT scan of the lumbar spine post myelography. Imaging interpreted as ¿there is no break, di placement or migration of the pedicle screws and interconnecting rods at the levels of l4, l5 and s1.¿ on (B)(6) 2012 patient was seen for follow up. ¿the patient reports that his overall pain levels are stable and improved. The long acting karlian has been helpful. He has been able to start exercising and walking. He is feeling much better. Smoking: cutting down. Less than ½ pack a day.¿ on (B)(6) 2012 patient was seen for office visit. ¿he was putting in a privacy fence last saturday and injured his right elbow. He then went to the emergence room (ER) monday morning. The patient reports that his overall pain levels are stable and improved. Patient worked full time. Phone call last week that he had been working 12 hour shifts and pain was up.¿ on (B)(6) 2012 patient seen for follow up. ¿the patient reports that his overall pain levels are stable and improved. His smoking habits were ¿doing better. Only 2 cigarettes yesterday!!¿ on (B)(6) 2012 patient seen for follow up. ¿patient stated he hurt his back. Pain meds don't seem to help him, increased pain right leg and foot. Patient thinks maybe he has built up a tolerance to lortab.¿ on (B)(6) 2012 patient seen for follow up. ¿patient reports that his overall pain levels are increased. Patient was instructed to never increase his medications on his own. [Patient] had to quit job. Off work for the past three weeks. Could not continue lifting steel anymore. Increased back pain with right foot numbness and increased lower extremity(le). Patient reports improved quality of life with medication treatment of chronic pain. [Patient] work full time - has been cleaning up hail damage; ceiling fell and major hail damage. [Patient] doing better with smoking¿. On (B)(6) 2012 lumbar MRI for lumbar radiculopathy. Imaging interpretation: ¿prominent adjacent level ddd l3/4 with moderate to severe bilateral neural foraminal narrowing due to broad based disc bulging. No evidence of spinal stenosis. Moderate ddd at l1/2. Moderated degenerative changes at si joints bilaterally¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.